Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor siltex round moderate profile 325cc saline breast implant, catalog number 3542650, lot number 215668. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor siltex round moderate profile 325cc saline breast implants which the right side deflated after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502754bc, lot number 7484824, serial number (B)(4), and right replaced with catalog number 3502754bc, lot number 7454007, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 07/31/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 0.7 cm located on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).